Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr. Qc 2: 5.5 inr. Qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:30 a.m. The result from the meter was 4.7 inr. The customer used a different finger and got a result of 6.5 inr at 8:40 a.m. The customer used a different finger and got a result of 4.5 inr at 8:43 a.m. The customer's therapeutic range is 2.0 - 3.0 inr.